Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap on the insulin pump was protruded. Customer's blood glucose reading at the time of the incident was noted to be nearly 600 mg/dl. Customer declined troubleshooting for high blood glucose readings and stated that their blood glucose readings dropped to 50 mg/dl before noon and rose to greater than 200 mg/dl after lunch. Advised customer the insulin pump will be replaced and the device is being returned for analysis.